Manufacturer narrative:
Block b3: exact date unknown, event likely occurred one week post op from her ipg revision. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7085210. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7084775. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7164124. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7164114. UDI: (B)(4). The explanted devices have not been returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. A labeling review did not reveal any anomalies and states that tissue reaction to implanted materials can occur possible surgical procedural risks are: temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis, all of which are known risks associated with the use of spinal cord stimulation (scs). The devices were not returned for analysis. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs).

Event description:
It was reported that the spinal cord stimulation (scs) patient was admitted to the hospital due to an infection at the implantable pulse generator (ipg) site, presenting with redness, swelling, and elevated white blood cell count. As a result, the entire system was explanted, and electrocautery was utilized during the procedure. It was also reported that the patient underwent a non device-related fecal transplant one week after the ipg revision procedure (see MFR. Report 3006630150-2025-11488). Based on the physicians assessment, it is unknown whether this procedure contributed to the infection or whether the infection was device-related. The patient was treated with antibiotics; it is unknown whether cultures were obtained. The patient is recovering as expected.

Event description:
It was reported that the spinal cord stimulation (scs) patient was admitted to the hospital due to an infection at the implantable pulse generator (ipg) site, presenting with redness, swelling, and elevated white blood cell count. As a result, the entire system was explanted, and electrocautery was utilized during the procedure. It was also reported that the patient underwent a non-device-related fecal transplant one week after the ipg revision procedure (see MFR. Report 3006630150-2025-11488). Based on the physician's assessment, it is unknown whether this procedure contributed to the infection or whether the infection was device-related. The patient was treated with antibiotics; it is unknown whether cultures were obtained. The patient is recovering as expected.

Manufacturer narrative:
Block b3: exact date unknown, event likely occurred one week post op from her ipg revision. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7085210, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7084775, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7164124, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7164114, UDI: (B)(4).